Event description:
This unsolicited device case from united states was received on 28-mar-2016 from a patient who was a nurse. This case concerns a (B)(6) year old female patient who could not walk, her knee became really swollen, had excruciating pain and pitting edema in leg after receiving treatment with synvisc and fluid was not removed prior to injection (off label use). The patient initially took synvisc in (B)(6) 2015 and after that round of injections she had no problems most of the time. Prior to the 2nd series of injections, patient's knee was swollen twice the original size. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with second series of intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. It was reported that the fluid was not removed prior to the injection (off label use). It was further reported that the patient suspected that the injection was not injected inside the knee and was possibly injected in her calf. On an unknown date in 2016, during the series of injection, the knee became really swollen. The patient was in excruciating pain and could not walk. The patient was given methylprednisolone (medrol dosepak) and it did not do much. It was reported that the patient still received the third injection during the series and experienced +2 pitting edema in that leg only. It was further reported that the patient did think her knee seemed to be getting better and that earlier in the morning it was not as swollen. Action taken: no action taken. Corrective treatment: methylprednisolone for cannot walk, her knee became really swollen and excruciating pain; not reported for pitting edema in leg. Outcome: not recovered for cannot walk, excruciating pain and pitting edema in leg; recovering for her knee became really swollen. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for the events of cannot walk, her knee became really swollen and excruciating pain. Pharmacovigilance comment: sanofi company comment dated 31-mar-2016: this case concerns a female patient who received synvisc and later she cannot walk and had excruciating pain and swollen knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history,concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 28-mar-2016 from a patient who was a nurse. This case concerns a (B)(6) female patient who could not walk, her knee became really swollen, had excruciating pain and pitting edema in leg after receiving treatment with synvisc and fluid was not removed prior to injection (off label use). The patient initially took synvisc in (B)(6) 2015 and after that round of injections she had no problems most of the time. Prior to the 2nd series of injections, patient's knee was swollen twice the original size. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with second series of intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. It was reported that the fluid was not removed prior to the injection (off label use). It was further reported that the patient suspected that the injection was not injected inside the knee and was possibly injected in her calf. On an unknown date in 2016, during the series of injection, the knee became really swollen. The patient was in excruciating pain and could not walk. The patient was given methylprednisolone (medrol dosepak) and it did not do much. It was reported that the patient still received the third injection during the series and experienced +2 pitting edema in that leg only. It was further reported that the patient did think her knee seemed to be getting better and that earlier in the morning it was not as swollen. Action taken: no action taken. Corrective treatment: methylprednisolone for cannot walk, her knee became really swollen and excruciating pain; not reported for pitting edema in leg. Outcome: not recovered for cannot walk, excruciating pain and pitting edema in leg; recovering for her knee became really swollen. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for the events of cannot walk, her knee became really swollen and excruciating pain. Additional information was received on 08-apr-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 8-apr-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 31-mar-2016: this case concerns a female patient who received synvisc and later she cannot walk and had excruciating pain and swollen knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history,concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.